Event description:
Intra-procedure, surgeon requested monopolar curved scissors for cutting tissue. During utilization it was discovered that scissors would not close entirely. Instrumentation removed. New scissors obtained x2 with similar outcome. 4th pair of scissors obtained, successful. No harm to patient. Vendor notified for investigation. Reference reports: mw5154597, mw5154598.